Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a syncopal episode that led to a fall. The pocket incision opened and the physician explanted the implantable cardioverter defibrillator and subsequently replaced the device on (B)(6) 2021. The patient was stable.